Event description:
It was reported the xenon light source displayed a black image. The event occurred during the maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) via phone. Following troubleshooting steps were performed, testing with an alternate scope, advising against hot swapping, power cycling the tower, verifying the light source connection cables, performing standard e315 (incompatible scope) troubleshooting. The device was not returned to olympus for inspection, but the reported failure was confirmed based on the information provided by the technical assistance center (tac). Based on the results of the investigation, the most probable cause of the reported malfunction is traced to another device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.